Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files showed the system functioning as intended. No notable events or alarms were captured. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. The current revision of the IFU can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was shocked twice by their implantable cardioverter defibrillator (ICD) on (B)(6) 2026. There were no alarms or hypotension during the arrythmias. The log files were submitted for review to check pump function. The log file event history did not record any unusual events relating to the shocks. The log file indicated that the patient had not connected to the power module/mobile power unit (mpu) during the event history. A backup battery fault was captured on (B)(6) 2026 8:24:23 that appeared to have been resolved. The mechanical circulatory system (mcs) equipment operated as intended electronically and mechanically despite the reported ICD events.